Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 164 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive and the display was hard to see due to scratches on the screen.. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported a high blood glucose of 500 mg/dl. Customer stated that the sensor glucose was reading low and his blood glucose was over 500 mg/dl customer treated with insulin pump. Customer's blood glucose was 164 mg/dl and sensor glucose was reading 156 mg/dl after treatment. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.